Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the blade broke, instrument error, "open jaw during activation" even when jaw was already open. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. Two devices will be returned.

Manufacturer narrative:
(B)(4). Additional information: device was reprocessed the device was returned with the blade tip broke off. During the visual inspection of the instrument, it was noted that the blade had evidence of having been scrubbed with a metal pad, damaging the blade. The device was functionally tested on the generator and the hand control buttons were not functional. When the device was activate with the foot switch and an alert screen was displayed. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. Due to the corrosion discovered on the instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. Device was reprocessed.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.